Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that there was oversensing of the farfield signal of the p-waves observed on the right ventricular (rv) channel, which was felt to be related to the lead being an integrated bipolar lead. It is intended that surgical intervention will be performed to replace this rv lead. No adverse patient effects were reported. This lead currently remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was oversensing of the far field signal of the p-waves observed on the right ventricular (rv) channel, which was felt to be related to the lead being an integrated bipolar lead. It is intended that surgical intervention will be performed to replace this rv lead. No adverse patient effects were reported. This lead currently remains implanted and in service. Additional information: the field provided further information indicating that this lead was explanted and replaced and will be returned for investigation. Currently, the product has not been received for analysis, despite the field representative's indication that the device was returned. If more information becomes available, a supplemental report will be issued.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that there was oversensing of the farfield signal of the p-waves observed on the right ventricular (rv) channel, which was felt to be related to the lead being an integrated bipolar lead. It is intended that surgical intervention will be performed to replace this rv lead. No adverse patient effects were reported. This lead currently remains implanted and in service. Additional information: the field provided further information indicating that this lead was explanted and replaced and will be returned for investigation.